Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. . The following information was provided by the initial reporter: customer informs that he has a problem with the results of the phoenix m50, with carbapenems and cephalosporins. More specifically with ertapenem and meropenem. Ticket #2168 message channel.

Manufacturer narrative:
Investigation summary : a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that they had experienced incorrect results related to the ertapenem and meropenem antiobiotics. A bd field service engineer (fse) was dispatched to investigate. Upon arrival, the fse found the instrument was operating according to bd specifications and there were no error messages. The fse performed a verification of the optics and verified function of the filter panels on both tiers to ensure continued performance. As no failure of the instrument was found, this is an unconfirmed failure of a bd product. A further case was opened in relation to this issue, and if further information is received, the details will be processed in that case. Reference pr (B)(4). The root cause was unable to be determined. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside of the one already described above. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
Tab b was updated. Description entry was changed to false resistance for event type.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: customer informs that he has a problem with the results of the phoenix m50, with carbapenems and cephalosporins. More specifically with ertapenem and meropenem. Ticket #(B)(4) message channel.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation inital reporter phone#:((B)(6). Initial reporter e-mai: (B)(6). Initial reporter addr 1: (B)(4). Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer informs that he has a problem with the results of the phoenix m50, with carbapenems and cephalosporins. More specifically with ertapenem and meropenem. Ticket #2168 message channel.